Event description:
It was reported that a one-link catheter extension set had its ¿plastic connector¿ break off and leak blood. The blood leak amount was not specified. This occurred while a patient was being screened for ebola. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.